Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that following the implant of the two leads, the patient experienced pericardial effusion, but no cardiac tamponade was observed. The leads are still in use. No further patient complications have been reported as a result of this event.